Manufacturer narrative:
510(k): k212323 investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not returned for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use states, "note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip." Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Manufacturer narrative:
510(k): k212323. The investigation is ongoing. A follow-up emdr will be sent within 30 days of submission of this report.

Event description:
During an endoscopic retrograde cholangiopancreatography, ercp, the physician used a cook instinct plus endoscopic clipping device. It was reported that after deployed onto tissue it would not release from the drivewire. It had to be ripped off the tissue. The procedure was completed by using another of the same device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.